Event description:
It was reported that when the device with reload cartridges was used during a gastric bypass procedure, it would not staple or cut. Another device was opened to complete the case. There was no consequence to the patient.